Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The issue resolved itself while waiting to troubleshoot with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.